Manufacturer narrative:
Bent x-frame.

Event description:
It was reported by service report that the cot raises and lowers unevenly due to a bent x-frame. No pt involvement or adverse consequences are reported.